Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Because it was determined the most likely root cause for the noise in these events is a slightly (less than 1/4 turn) loosened setscrew combined with relative motion between header and electrode due to normal patient movements, boston scientific implemented a new torque wrench with reduced counter-clockwise slip force to mitigate the likelihood that a setscrew could be inadvertently loosened. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient's electrode had migrated causing changes in amplitudes with double counting. This led to inappropriate shocks. The patient had a revision procedure scheduled, however patient also had an infection. Subsequently, the entire system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's electrode had migrated causing changes in amplitudes with double counting. This led to inappropriate shocks. The patient had a revision procedure scheduled, however patient also had an infection. Subsequently, the entire system was explanted due to infection. No additional adverse patient effects were reported.